Event description:
As reported, ¿before installation of the (ventralex st) mesh, the surgeon looked at the mesh and he saw suture that were exposed on the surface. The side were is the hydrogel (st coating). He was afraid that this could cause fistula to the patient, so he took another one.¿ there was no reported patient injury.

Manufacturer narrative:
The information provided is limited and the sample has not been returned for evaluation. Based on the information as reported and without having the sample to evaluate, no conclusions can be made. We have requested the sample be returned for evaluation. Addendum: this supplemental MDR is submitted to document the sample evaluation results. Based on returned sample evaluation performed, the reported condition could be readily matched with a manufacturing-generated condition. The reported condition could be caused by an incorrect sewing initial assembly process. An awareness dissemination was provided to manufacturing personnel from manufacturing area on event reported. There have been no other complaints reported to date for this manufacturing lot of (B)(4) units released for distribution in june 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.

Manufacturer narrative:
The information provided is limited and the sample has not been returned for evaluation. Based on the information as reported and without having the sample to evaluate, no conclusions can be made. We have requested the sample be returned for evaluation. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, ¿before installation of the (ventralex st) mesh, the surgeon looked at the mesh and he saw suture that were exposed on the surface. The side were is the hydrogel (st coating). He was afraid that this could cause fistula to the patient, so he took another one.¿ there was no reported patient injury.